Manufacturer narrative:
Continuation of d10: 5076-45 lead, 694758 lead and 419688 lead. Implanted:(B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that that the patient presented to the emergency department with chest pain and low heart rates in the thirty beats per minute (bpm) range. However, the device lower rate was programmed to sixty bpm and the cardiac resynchronization therapy defibrillator (crt-d) had triggered end of service (eos). Additionally, it was determined that the right atrial (ra) lead exhibited potential atrial undersensing triggering device classified false termination of atrial tachycardia (at)/ atrial fibrillation (af) event(s) at times and inappropriate atrial pacing. Additionally, an undersensed beat on stored electrograms (egm) was noted. The lead remains in use and the crtd was explanted and replaced. No further patient complications have been reported as a result of this event.